Event description:
It was reported invalid impedance was found on the patient's lead. X-rays revealed no anomalies. Follow-up revealed the patient's scs system was explanted. During the procedure, the 3-4 lead contacts were found to loose from the lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.